Event description:
Information was received regarding an implantable neurostimulator (ins). It was reported that the agent was unable to locate the patient's device registration system (drs). The pt had the ins implanted on(B)(6) 2025.the pt saw the physician in the office for a reprogramming, but the manufacturing representative (rep) was absent. Caller did not know who the rep was. Pt had seen her for their first post operation reprogramming. Caller reports they had group a legacy program with program 1 and 2, both are programmed to 3.1ma and felt the intensity/vibration in her leg, patient wanted the stimulation in their back. Caller reported they could not switch to a different group, no option to switch. Caller reported the stimulator was not helping their backpain since implant. Issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.